Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2015 complaining of thumping in the right lower chest. The atrial lead was found to be dislodged. The patient reported that they had fallen over a garbage can one week prior and it was believed that the lead dislodged at that time. On (B)(6) 2015 the patient returned as an outpatient and the lead was successfully repositioned.